Event description:
Clinic notes dated (B)(6) 2014 note that the patient has experienced some recent breakthrough seizures. One was small and short lasting while the second was very severe and lasted about 8 minutes with a 30 minute postictal period. It was reported that device interrogation showed ifi - yes and that the device was set to high settings. The lead impedance was within normal limits (2119 ohms). The output current was programmed to 2.5 ma and the magnet was increased to 2.75 ma. The patient was referred for generator replacement. The patient underwent prophylactic generator replacement due to ifi - yes. The explanted generator was discarded during the surgery; therefore, no product analysis can be performed. Attempts to obtain additional relevant information have been unsuccessful to date.

Manufacturer narrative:
Brand name, corrected data: initial MDR inadvertently listed incorrect brand name. Model #, serial #, and lot#, corrected data: initial MDR inadvertently listed incorrect model #, serial #, and lot#. If implanted, give date, corrected data: initial MDR inadvertently listed incorrect implant date.

Event description:
Product information was received from medical records of the implanting facility on (B)(6) 2014.